Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of far p oversensing due to noise were observed on the rv lead. It was noted that the patient received multiple inappropriate shocks due to the noise. Lead impedance, loss of capture and variable r waves were also noted. Lead damage is suspected. Lead was explanted and replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.